Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged hospitalized for high bgs and dka found on (B)(6) 2021. Also, on case: (B)(4) svn#: (B)(6), customer returned device for an alleged lost sensor alarm found on (B)(6) 2018. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. The device was programmed with a test guardian link (3) and a 240 mg/dl glucose sensor simulator. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed 240 mg/dl value properly on the display graph. The device was monitored while connected to the test sensor and transmitter. No unexpected lost sensor connection alarms or sensor anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. A cracked retainer and a cracked reservoir tube lip was confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Lost sensor alarm was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 900 mg/dl at time of incident. Another blood glucose level was 212 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will be returned for analysis.